Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a m37 patient pressure not constant warning which occurred on (B)(6) 2025, it was reported that this peritoneal dialysis (pd) patient was hospitalized due to fluid overload. The patient had been issued a replacement liberty select cycler and was not used to completing manual treatments which the patient was expected to complete while waiting for the replacement. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was expected to receive a replacement liberty cycler on (B)(6) 2025. The patient completed two manual exchanges on (B)(6) 2025. The patient had been instructed to complete 3-4 exchanges daily. The pdrn does not know why the patient did not follow instructions. As a result, the patient experienced shortness of breath and per the spouse, the patient's o2 saturation was 77%. The patient went to the hospital on (B)(6) 2025. The patient was not in active treatment at the time of the event. The patient was admitted and diagnosed with shortness of breath, fluid volume overload and an upper respiratory infection. The patient had a perm cath placed and did hemodialysis in the hospital. The patient was discharged on (B)(6) 2025. The cause of the hospitalization was due to the patient having issues completing manual exchanges. The patient completed ccpd upon discharge from the hospital.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between the patient¿s peritoneal dialysis treatment and use of the liberty select cycler and subsequent hospitalization for fluid overload, shortness of breath, and upper respiratory infection. Although the patient reported a m37 patient pressure not constant warning for which a replacement cycler had to be issued, the patient was instructed by the clinic to perform 3-4 manual exchanges until the new cycler was delivered. For some reason that is unknown, the patient did not follow those instructions. This resulted in the patient¿s hospitalization for fluid overload. The patient was also diagnosed with an upper respiratory infection which could have contributed to the patient¿s symptoms of shortness of breath and decreased oxygen saturation. Although there was a cycler malfunction, the malfunction did not cause the patient¿s hospitalization. The unavailability of the cycler contributed to the patient¿s fluid overload as the patient did not follow the clinic's instructions in completing manual exchanges. Therefore, the liberty select cycler cannot be excluded as contributing to the patient¿s hospitalization.

Event description:
During follow-up for a m37 patient pressure not constant warning which occurred on (B)(6) 2025, it was reported that this peritoneal dialysis (pd) patient was hospitalized due to fluid overload. The patient had been issued a replacement liberty select cycler and was not used to completing manual treatments which the patient was expected to complete while waiting for the replacement. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was expected to receive a replacement liberty cycler on (B)(6) 2025. The patient completed two manual exchanges on 18/nov/2025. The patient had been instructed to complete 3-4 exchanges daily. The pdrn does not know why the patient did not follow instructions. As a result, the patient experienced shortness of breath and per the spouse, the patient¿s o2 saturation was 77%. The patient went to the hospital on (B)(6) 2025. The patient was not in active treatment at the time of the event. The patient was admitted and diagnosed with shortness of breath, fluid volume overload and an upper respiratory infection. The patient had a perm cath placed and did hemodialysis in the hospital. The patient was discharged on (B)(6) 2025. The cause of the hospitalization was due to the patient having issues completing manual exchanges. The patient completed ccpd upon discharge from the hospital.